Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and endometriosis. Concurrent conditions included menometrorrhagia and paratubal cyst. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fatigue ("fatigue"), menstrual disorder ("menstruations"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and dilatation and curettage with video hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the fatigue, menstrual disorder, migraine, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1coil on left, 6 coils on right. Malfunction of device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received: case became incident. New reporters, patient demographic information, product onset and removal dates updated, lot no, treatment medications, new events menorrhagia, vaginal haemorrhage, added. Outcome for the event pelvic pain added as recovering / resolving. On (B)(6) 2018: mr received: new reporters, concomitant disease and medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and endometriosis. Concurrent conditions included menometrorrhagia and paratubal cyst. Concomitant products included oral contraceptive nos for birth control as well as paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/fatigue"), menstrual disorder ("mestruations"), migraine ("migraines/migraine/headache"), nausea ("nausea/nausea"), headache ("migraine/headache") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and dilatation and curettage,video hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the fatigue, menstrual disorder, migraine, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1coil on left, 6 coils on right. Malfunction of device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and endometriosis. Concurrent conditions included menometrorrhagia and paratubal cyst. Concomitant products included oral contraceptive nos for birth control as well as paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced fatigue ("fatigue/fatigue"), migraine ("migraines/migraine/headache"), nausea ("nausea/nausea"), headache ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2017, 3 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruations"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and dilatation and curettage,video hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the fatigue, menstrual disorder, migraine, nausea, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1 coil on left, 6 coils on right. Malfunction of device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event "psychological or psychiatric problems condition: depression/mental anguish." Were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and endometriosis. Concurrent conditions included menometrorrhagia and paratubal cyst. Concomitant products included oral contraceptive nos for birth control as well as paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/fatigue"), menstrual disorder ("mestruations"), migraine ("migraines/migraine/headache"), nausea ("nausea/nausea"), headache ("migraine/headache") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and dilatation and curettage,video hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the fatigue, menstrual disorder, migraine, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1coil on left, 6 coils on right. Malfunction of device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that essure was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet received. Events per pfs: headaches, dysmenorrhea were added, outcome of event updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, endometriosis and blood pressure high. Concurrent conditions included menometrorrhagia and paratubal cyst. Concomitant products included oral contraceptive nos for birth control as well as levonorgestrel (mirena) since (B)(6) 2017, lisinopril since 2011, mestranol;norethisterone (ortho novum) since 1996, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), 3 years 5 months after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue"), migraine ("migraines/migraine/headache"), nausea ("nausea/nausea"), headache ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)") and menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia) menometrorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and menstrual disorder ("mestruations"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and dilatation and curettage,video hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage and menometrorrhagia was resolving and the fatigue, menstrual disorder, migraine, nausea, headache, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1coil on left, 6 coils on right. Malfunction of device plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed that essure was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, endometriosis and blood pressure high. Concurrent conditions included menometrorrhagia and paratubal cyst. Concomitant products included oral contraceptive nos for birth control as well as levonorgestrel (mirena) since (B)(6) 2017, lisinopril since 2011, mestranol;norethisterone (ortho novum) since 1996, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), 3 years 5 months after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue"), migraine ("migraines/migraine/headache"), nausea ("nausea/nausea"), headache ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)") and menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia) menometrorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("mestruations"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and dilatation and curettage,video hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and menometrorrhagia was resolving and the fatigue, menstrual disorder, migraine, nausea, headache, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1coil on left, 6 coils on right. Malfunction of device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: results: confirmed that essure was successfully occluded.. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: plaintiff fact sheet received. Event added menometrorrhagia. Outcome of event menorrhagia and vaginal haemorrhage was updated. Concomitant drug were added. Onset date of event was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.